Manufacturer narrative:
Citation: abdel-wahab m et al. Transcatheter versus rapid-deployment aortic valve replacement: a propensity-matched analysis from the german aortic valve registry. Jacc cardiovasc interv. 2020 nov 23;13(22):2642-2654. Doi: 10.1016/j.jcin.2020.09.018. Earliest date of publish used for date of event. Medtronic product referenced: evolut. Patients may have been treated with evolut r (PMA# p130021, product code npt) or evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the patient characteristics, procedural outcomes, and valve hemodynamics of surgical aortic valve replacement (savr) with current-generation rapid-deployment valves (rdvs) compared to transfemoral transcatheter aortic valve replacement (tavr) with current-generation transcatheter valves. All data was retrospectively analyzed from a multi-center national registry between 2011 and 2017. The overall study population included 16,473 patients and was grouped as follows: savr with rdvs group (1,743) and tavr group (14,730). The tavr group was predominantly female with a median age of 81 years. Medtronic evolut transcatheter valves were implanted in 4,897 tavr patients, which may have included evolut r or evolut pro. No unique device identifier numbers were provided. Among all evolut patients, 88 in-hospital deaths occurred. None of the deaths were directly associated with evolut valves as the causes of the deaths were not characterized. Among all evolut patients, in-hospital adverse events included: new permanent pacemaker implantation, disabling stroke, myocardial I nfarction, new onset atrial fibrillation, sepsis, laparotomy, vascular complications, need for transfusion of more than 4 red blood cell units, mild to severe residual aortic regurgitation, and mean pressure gradient greater than or equal to 20 mm hg. Evolut valves were associated with the adverse events. No additional adverse patient effects or product performance issues were reported.